Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. This report was mailed to FDA on: 06/12/2009.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient presented with "allergy/intolerance" to the iol. No further information is expected.